Event description:
Healthcare professional reported left side deflation. Also reported, capsular contracture baker grade ii. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Also reported, capsular contracture baker grade ii.

Event description:
Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in posterior side assessed as fold flaw opening and 2 openings in anterior/ radius assessed as surgical damage. Additional observations:black particles in device inner surface are observed.wear abrasion is observed.creases are observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d4, d9, h3, h4, h6.